Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported by the patient that they had a magnetic resonance imaging (MRI) scan and the clinic informed them that information was erased from their implantable cardiac monitor (icm). The icm remains in use. No patient complications have been reported as a result of this event.